Event description:
Was notified by the hospital shortly after the facility converted to insyte autoguard and was made aware that a pt had pulled out their IV lines and that the catheter could not be accounted for. Pt had x-rays and exploratory surgery performed and nothing was found. Upon examining the supplies in question it was noted that the only devices in the bio hazard bag were two extension sets and one appeared cut. No catheter hub or catheter material were found. As of april 2002, the pt has been asymptomatic according to the facilities infection control dept.